Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had elevated crp/sed rates and a red swollen knee. The surgeons felt his knee was infected so they brought him to the operating room for a poly exchange and I and d."